Event description:
It was alleged that insulation may have degraded and the instrument arced during a case. The surgeons removed the instrument and completed the case with a replacement instrument without further incident. No pt harm, adverse outcome or injury was reported.